Event description:
Patient representative reported "capsular contracture baker grade iii, intense and persistent pain began in the breast area, noticeable and palpable hardening of the breasts, focal thickening of the fibrous capsules", "gel bleeding, presence of polyurethane in both breasts, altered permeability ('water droplets')", "silicone-induced granuloma, formation of silicone induced granulomas, severe chronic inflammatory reaction, formed inflammatory nodules known as granulomas", "mild rotation of the implants and retraction" and "dystrophic calcification in the wall". This record is for the left side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma, gel bleed and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, gel bleed and capsular contracture, baker grade iii.